Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: more than four years after pda closure with mreye® flipper® pda closure detachable coil the patient complained about chest pain during/after mrt of the head. However, nobody noticed during the procedure and no adverse consequences have been reported. The mrt was a total of 19 minutes with 3 tesla, 1,600 gauss/cm. The coil is still implanted and based on the information provided only it would be inappropriate to speculate at what may or may not have caused the reported chest pain, nor if the pain was due to the pda coil heating up. During manufacturing the coil material must be tested and rejected if magnetic and reportedly the mrt was a total of 19 minutes with 3 tesla, 1,600 gauss/cm. However, according to the instructions for use ¿a non-clinical testing has demonstrated that the mreye flipper pda closure detachable coil is mr conditional. A patient with this device may be safely scanned in an mr system, meeting the following conditions: ¿ static magnetic field of 3.0 tesla or 1.5 tesla only. ¿ maximum spatial magnetic gradient of 1700 gauss/cm (17.0 t/m) or less. ¿ maximum mr system reported, whole-body-averaged specific absorption rate (sar) of = 2.0 w/kg (normal operating mode). Under the scan conditions provided above, the mreye flipper pda closure detachable coil is expected to produce a maximum temperature rise of 3.1 °c after 15 minutes of continuous scanning. The image artifact extends approximately 12 mm from the coil as found during nonclinical testing, when imaged with a gradient echo pulse sequence in a 3.0 tesla mr system.¿ there are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): k150964. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: my daughter had surgery on her ductus on (B)(6) 2021. She received a cook coil. On month ago, she has had an mrt of her head and complained about chest pain during/after the mrt. The mrt was a total of 19 minutes with 3 tesla, 1,600 gauss/cm. Additional information from area representative: (B)(6)2025 head mrt. I talked to the mtra who was present during the mrt. Nobody has been aware of this, the patient did not ask for help or pressed the stop-button during the mrt. Nothing fixed or written in the examination protocol.